Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement and removal difficulty. Also, high pacing thresholds were observed. The physician implanted a new lead because of helix extension and retraction issues. The lead was improperly turned more than thirty times. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity, electrical and device to device interaction tests. Helix was returned extended. Dried blood was noted in housing and neck region (tip). Product investigation showed no conductor fractures. Lead was determined to have met specifications. Therefore the event is no longer reportable. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement and removal difficulty. Also, high pacing thresholds were observed. The physician implanted a new lead because of helix extension and retraction issues. The lead was improperly turned more than 30 times. No additional adverse patient effects were reported.